Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that back light button of the insulin pump had multiple presses to respond. Customer's blood glucose was 150 mg/dl. Customer reported that batteries replaced every 5 to 3 days, transmitter not lasting full sensor wear and frequent calibration errors. Customer also reported that decreased battery life. The insulin pump will not be returned for analysis.